Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, it was found that the insulin gauge discrepancy was due to an incomplete cartridge change alert and the pump was functioning as intended. Customer experienced an elevated blood glucose (bg) level of 600 mg/dl. A manual insulin injection was administered to address bg level.